Manufacturer narrative:
On(B)(6)2019 , biosense webster inc. Received additional information indicating the principle investigator assessed the patient adverse event (right groin hematoma) as not related to the index procedure. Based on this new information, the complaint has been reassessed and this event is no longer considered to be MDR reportable. However, since this event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received regarding this event. Manufacturer¿s ref # pc-000384666.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacture record evaluation (mre) could not be conducted because no lot number was provided by the customer.  (B)(4).

Event description:
During a clinical trial sponsored by biosense webster inc. (Bwi), it was reported that a 54-year-old male patient (177.80 cm, 110.6 kg) underwent a cardiac ablation procedure on (B)(6) 2019 with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. During the procedure, ablation was performed with the thermocool® smart touch® sf bi-directional navigation catheter and 98 radiofrequency (rf) applications were delivered. No device deficiencies were reported. The procedure was completed successfully without patient consequences. On post-procedure day 3 (1/27/2019), the patient developed right groin hematoma. Ni duplex scan was taken in the right leg artery for groin exploration. The hematoma had to be surgically removed. Extended hospitalization (4 days) was required. Issue was resolved. The principal investigator assessed this event as severe in severity, serious, not related to the study device (visitag surpoint epu), not related to the study catheters and not related to bwi non-investigational devices, and assessed a causal relationship to the index procedure. In the opinion of the investigator, this event was expected/anticipated.